Event description:
It was reported that the patient was experiencing pain at the pocket site. It was confirmed through x-ray that the ipg had migrated. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively and the device remains implanted.